Event description:
According to the reporter during a esophagectomy procedure, the surgeon started the second firing to the tissue but felt something strange and stopped the firing on the halfway. The sales rep checked the cartridge in question and noted the proximal 12 staples in the staple pocket were pushed up. The staple line was incomplete. The procedure was completed with another device. The status of the patient: no problem.